Event description:
A falsely elevated glucose hexokinase_3 (gluh_3) result was obtained on a patient sample on an atellica ch 930 analyzer. The initial result was not reported to the physician(s). The sample was reprocessed on an alternate atellica ch 930 analyzer. The repeat result was considered correct based on historical results. There are no known reports of patient intervention or adverse health consequences due to a falsely elevated gluh_3 result.

Manufacturer narrative:
An outside of the united states customer contacted siemens customer care center and reported that a falsely elevated glucose hexokinase_3 (gluh_3) result was obtained on a patient sample on an atellica ch 930 analyzer. The quality control was in range on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse disassembled and cleaned the bench. Then, the cse checked the dilution sample and reagent 1 and 2 arms, restored the hydraulic connection for the saline and dilution arm, cleaned probes and mixer, completed alignments on all modules, replaced lamps and cuvettes, and installed a water filter due to a dilution and reaction low pressure. Next, the cse performed quality controls and a correlation study with an alternate atellica ch 930 analyzer, and quality controls and the correlation study were within acceptable limits. The cause of the falsely elevated gluh_3 result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00221 on 21-jul-2023. Additional information (25-jul-2023): siemens reviewed the instrument data and observed evidence of bubbles/foaming in the reaction kinetics, which can lead to intermittent variable results. On a subsequent service visit, a siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse decontaminated the instrument, replaced reagent arm 1 and 2, performed an auto check, replaced a probe to address the sample arm auto check failure, and performed alignments. Then, the cse manually aligned the reaction ring, moved home position, realigned all the other subsystem connected to the reaction ring, and performed auto check and weekly maintenance, which passed. Next, the cse upgraded the software and checked all mixers. Later, the customer indicated that they decided to stop this instrument. The cause of the falsely elevated glucose hexokinase_3 result is unknown. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2023-00221 on 21-jul-2023 and first supplemental report on 22-aug-2023. Additional information (25-aug-2023): siemens further evaluated the event and ruled out reagent issues based on review of quality controls, which showed recovery within acceptable ranges. In addition to the service activities described in the initial and first supplemental reports, a siemens customer service engineer (cse) replaced reaction wash waste valves and reaction dispense 1 valve. Then, the cse performed mixer alignment and mixer auto alignment, which returned the instrument to normal operation. The cse monitored the instrument post service, and no additional discordant results were observed. The instrument was performing within specifications. No further evaluation of this device is required.